Event description:
The caller alleged discrepant results when compared with repeated test results. The test results for the repeated inratio is as follows: 07 aug: 4.7, 07 aug: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test results provided by end-user at time complaint was filed: 07 aug: 4.7, 07 aug: 2.5, average: 3.6, std: 1.56, %cv: 43.21. %cv the value is greater than 20% the criterion is not met. % cv the value is greater than 20% which is 43.21% as per internal procedure, the product will be investigated.